Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Product was not returned for review. The device history record for the articular surface were reviewed for deviations with no anomalies or deviations identified. The device is used for treatment. The revision surgical notes indicate the patient was unstable inflexion and the patient heard and felt a clicking noise in flexion, but experienced minimal to no pain. During the revision, only the articular surface was to be replaced; however, the surgeon did not like having to implant a maximum articular surface thickness. Instead, a new tibial tray with augments was implanted to help correct the instability, thus reducing the gap for a new articular surface. A complaint history review found no other complaints for the related part and lot combination. The notes indicate the surgeon has encouraged the patient to lose weight and his weight has increased. The revising surgeon noted the instability along all flexion positions, and provided no root cause for this condition. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to pain.